Event description:
It was reported that patient had increasing heart failure symptoms and a suspicious area on their echocardiogram concerning for extrinsic outflows graft obstruction. The patient had significant bilateral lower extremities edema and jugular venous engorgement on exam. The patient was taken to operating room and an outflow graft twist was noted. A clip was placed. The event resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted diagnostic images confirmed an outflow graft twist; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of increased heart failure symptoms could not be conclusively established. The patient had increasing heart failure symptoms, including bilateral lower extremity edema and jugular vein engorgement. An echocardiogram and computed tomography angiogram (cta) demonstrated an area suspicious for extrinsic outflow graft obstruction. The patient was returned to the operating room, and an outflow graft twist was noted. An outflow graft clip was placed, and the event resolved. The submitted outflow graft cta images were reviewed. An apparent 180-degree twist in the outflow graft was visualized through the cta images. Corrective actions have been implemented to address hm3 (heartmate 3) outflow graft twist. (B)(6) was implanted prior to the implementation of these corrective actions. The patient remains ongoing on (B)(6). The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this hm3 lvas IFU, rev. C . Section 5 includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Additionally, outflow graft clip addendum to the hm3 lvas IFU rev. B and hm3 lvas IFU rev. B have been released, and include instructions for installing the outflow graft clip. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.